Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 due to pop, cystocele and rectocele repair. It was reported that following insertion the patient experienced pain, urinary problems and recurrence.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)